Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 114 mg/dl at the time of the incident. Customer reported that my display is now completely blank. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with high stop current due to faulty connector/mother board, however insulin pump passed the self-test, run current, off no power and displacement test. No blank display anomaly noted. Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.